Event description:
It was reported that this right atrial (ra) lead was surgically abandoned due to high pacing thresholds and loss of capture (loc) due to anatomical reasons as it was low in the atrium. It was also reported to be dislodged. It was attempted to pass a wire to put a new ra lead down but there was claudication in the left subclavian. It was determined at that point to plug the atrial port and use only the rv lead. No additional adverse patient effects were reported.

Manufacturer narrative:
Patient code 3191 captures the reportable event stating that the patient was sent to surgery. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right atrial (ra) lead was explanted due to high pacing thresholds and loss of capture (loc) due to anatomical reasons as it was low in the atrium. No additional adverse patient effects were reported.